Event description:
Patient undergoing cardiac catheterization to have transcatheter closure of patent foramen ovale. Underwent right and left heart catheterization under general anesthesia. The atrial septal communication was balloon sized as usual. The delivery sheath was positioned in the left atrium. A 28mm cardioseal device was pushed partially out of the delivery sheath with the left atrial arms open in the left atrium. As the device was being brought back into the septum, it was retrieved back into the sheath. While doing this, the device released itself in the sheath (without operator touching the releasing mechanism.) The sheath was therefore brought back out of the body with the device inside. While doing this, the device got stuck in the femoral vein. CT surgeons performed a cutdown to remove the device and repair the vessel. CT surgery assisted with providing access for the sheath again and another device (different size) was delivered successfully. Patient was observed overnight and discharged the next day. Company representative took the 28 mm cardioseal device which was used initially.